Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life due to charge times. This device is part of the mid-life display of replacement indicators and renewal 3 & 4 microswitch population (6/23/2005) advisories. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests this device remains in-service. It was later reported that the device will be replaced and returned for analysis. No issues were noted with the patient's communicator. Should additional information become available, this event will be updated.